Manufacturer narrative:
Date of event: date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for non-malignant pain, spinal pain, and failed back surgery syndrome. It was reported that the patient had difficulty charging their ins. The ins would be fully charged and within 30 minutes the ins was at 25% and within an hour the ins was dead. When the patient had their pump implanted nobody told them that they needed to keep their ins charged so they weren't sure if the battery needed to be changed. They hadn't used the stimulator since the pump was implanted. The patient's buttocks was sore from trying to charge so much. The patient was in pain and it never stopped. The patient had an MRI about 2 months ago and it was discovered that they had a pinched nerve. They could hardly get the ins charged enough so they could turn the ins off for the MRI. No further complications reported.